Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Customer performed a supply change and administered a manual injection to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.